Event description:
It was reported that a cgm error 42 occurred for the customer using a g7 sensor. There was no adverse impact to the customer¿s blood glucose level. The customer followed the complete pump reset instructions provided by technical support and successfully restarted their sensor session without any further error codes.